Event description:
It was reported to covidien of a pt, under permanent mechanical ventilation. While assistance to the pt, the nurse realized that the pilot balloon detached from the inflating line. It was necessary to bring the pt in hosp in order to change the cannula.